Manufacturer narrative:
During preventative maintenance (pm) on (B)(6) 2022, the autopulse platform (sn (B)(4) failed the functional run-in test due to user advisory (ua) 17 (motor on for too long during active operation) error message. The root cause for user advisory (ua) 17 was a failed drivetrain motor, likely attributed to the age of the device. The autopulse platform was manufactured in september 2009 and is more than 13 years old, past its expected service life of 5 years. Upon visual inspection, cracked front and bottom enclosures at the screw well area were observed. These physical damages are likely attributed to user mishandling such as a drop. The front and bottom enclosures need to be replaced to address the observed physical damages. The autopulse platform passed the initial functional test without any fault or error. However, during run-in testing, the autopulse platform stopped compression repeatedly and displayed a (ua) 17 error. The failed drivetrain motor needs to be replaced to remedy the fault. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(4).

Event description:
During preventative maintenance (pm) on (B)(6) 2022, the autopulse platform (sn (B)(4)displayed user advisory (ua) 17 (max motor on-time exceeded during active operation) during the functional run-in test. No patient involvement.